Event description:
Follow up reported the patient had seen their doctor multiple times and the believed cause was the patient's diabetes. The patient had healed and no interventions were needed. The patient went on and got the implant and it had worked great. No further information was reported.

Event description:
It was reported the prospective patient was having issues with bleeding. The trial was initiated the day before the event. The bottom gauze was red with blood and it soaked through her pants. A thicker gauze was placed over the bleeding. The gauze on the location where the lead was exposed was soaked with blood. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# implanted: explanted:; product typ lead. (B)(4).